Manufacturer narrative:
(B)(4)date sent: 3/2/2022 d4: batch # unk device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2022. Additional information received: the lot number was not included as it was packaged up and contaminated and wasn¿t with its ¿packaging¿ to have any idea of a lot number. It was only one case on the 24th but it seems duplicated because in this case the surgeon used one full trocar code b12lt and one extra sleeve code cb12lt and they were not aware of which code the broken sleeve came from as they are the same ¿sleeve¿ , so for me to report both potential codes I did 2 separate reports to make sure I covered both possibilities. During end of ivor lewis esophagectomy (laparoscopic) the camera was pulled into the trocar for approx 30 min. Upon completion and removal of the trocar they noticed the distal part of trocar was broken. They didn't keep the device but attempted to remove all the pieces from the patient. Was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, other information: they removed what they could see/find. Please confirm, per device, what efforts were made to locate the pieces of the broken device during the procedure? Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? They visually inspected for a long period of time to find all the pieces they could find. Was there any change in the patient care as a result of this event? Informed patient of incident and will monitor for any complications. What is the current patient status? Stable as of last check. Are all components of the broken device available to be returned? No device was discarded. Upon review of the above additional information, a duplicate submission for the event was identified and confirmed under report #3005075853-2021-08068.

Event description:
It was reported that after case was completed (ivor lewish laparoscopic esophagectomy) the surgeons removed the trocar and noticed the bottom had cracked and pieces had fallen off into the trocar incision. They tried to remove all pieces they could see, checked around incision, checked inside patient, and checked on the drapes. Camera had been pulled into the end of the trocar during 30 minutes at least while the anastomosis was being completed. Surgery was successfully completed. Fragments were generated and they removed what they could see and find with visual inspection and camera inspection. It was unknown if any small pieces may have remained inside the patient or if the pieces may have fallen on drapes or floor. No current change in patient care plan and patient is ok.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: two photos were received for review. Surgeon reportedly spent extensive amount of time looking for the pieces and extended the trocar site, but procedure was not converted to open. Trocar is not radiolucent so we did not do an x ray. No current change in patient care plans and patients are ¿ok". Nurses may know if all the pieces are there. No unusual tension on the trocar. The camera was not there for an extended period of time, just the usual amount of time for no the procedure which was otherwise uneventful. No smells or sounds. Additional information was requested and the following was received: were any issues noted with trocar before use in procedure? No. Where was trocar inserted (anatomical location)? Right chest - 7th interspace. What was the anatomical location of the trocar when it broke? It was between the ribs - 7 and 8. Is it believed the trocar broke during insertion? No. Or was the trocar broken when manipulated during the procedure? Probably. What instruments were inserted down the trocar? Camera - 10 mm. Were instruments excessively manipulated during the procedure? Not more than usual. Were the trocars reprocessed? Yes or no? No. If yes, were the trocars reprocessed in house (meaning at the hospital account)? N/a. Or were trocars reprocessed through an external vendor (and if so, which vendor)? N/a. Has there been any post-op medical or surgical intervention required since that day? No. If so, what specifically was the medical or surgical intervention? N/a. Has there been any alteration of or change to post-op patient care? If yes, please describe. No. What is the current status of the patient? Discharged home. Surgeon indicated nurse(s) may know if all device components were retrieved therefore, can the nurse(s) in this procedure confirm if all broken trocar pieces were retrieved? No. Is video of procedure available? Not sure. Are photos available of devices and broken pieces? No. Is lot or batch number available for this device? No. Photo review: two photos were received for review. During the visual analysis, the following was observed: the first photo shows a bladeless trocar device with the sleeve broken off from the bottom side. The second photo shows a close up of the bottom side sleeve from the trocar and the sleeve can be seen broken off. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.